Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. MRI tech reported the patient felt like their stimulation came back on during an MRI. As a result of what was reported, the MRI tech said they would reschedule and make sure the ins is off prior to the scan. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: they stated the MRI was not conducted, understood to mean that the MRI was not completed. No further patient complications have been reported as a result of this event.